Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (resets) has been confirmed. Upon investigation the battery charger/modem was unable to recognize a battery pack. The cause for the failure was isolated to extensive insect contamination throughout the unit. The cause for the insect contamination was unable to positively be identified. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor returned battery charger/modem sn (B)(4) and reported that the battery charger resets.